Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the customer discarded the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the catheter revision was performed (B)(6) 2024. It was reported that a slight twist was found in the pump segment so it was replaced.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving morphine (6.0 concentration at 1.9190mg/day) via an implantable pump. The indications for use were unknown. It was reported that there was a return of symptoms and a volume discrepancy 8-9cc more than expected at refill. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. A dye study was attempted on (B)(6) 2024 in office. They were unable to aspirate the catheter. The dye study was not performed and the patient was referred for a catheter revision. The issue was not resolved at the time of the report. Surgical intervention was planned on (B)(6) 2024. It was noted that the hcp had no further information. The patient's weight was asked but unknown. The patient's medical history was asked but would not be made available. The patient status at the time of the report was alive with no injury.